Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported receiving a ¿filling slowly¿ message on their liberty select cycler. In additional follow-up with the patient¿s pd nurse, it was discovered the patient had fibrin in their pd catheter (not a fresenius product) and concomitant peritonitis. The pd nurse stated that the patient was treated with heparin (per standing orders) and the fibrin resolved. With respect to the reported peritonitis, the nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using vancomycin (per clinic protocol) on an outpatient basis. The patient has continued pd on the same cycler without any further issues and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.